Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) of 600 mg/dl and ketones. Reportedly the customer used cold insulin to load the pump and did not load cartridges per instructions. Cause for the elevated bg was unknown. The customer was treated with intravenous fluids of saline and insulin. The customer was released (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.